Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced tape not sticking event on (B)(6) 2024. The infusion set did not stick for motre than 6 days and was changed before 7 days. No further information available.

Manufacturer narrative:
E1: (B)(6).